Manufacturer narrative:
Additional information/device evaluation: additional information was received on 2019-apr-22 that the repairs were completed. A service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and found that the breath delivery (bd) central processing unit (cpu) needs to be replaced. The repairs have not been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient in the neonatal intensive care unit (nicu), the 840 ventilator displayed a message and ventilation was reported to have stopped. The patient was removed from the ventilator and the device was powered off and powered on again but the issue did not resolve so the patient was placed on an alternate ventilator. There was no harm to the patient as a result of the event. A breath delivery (bd) checksum background check error was reported.

Manufacturer narrative:
Additional codes added to section h6 evaluation codes result and conclusion. Device evaluation summary: the xena breath delivery (bd) printed circuit board (pcb) was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The pcb was attached to the failure investigation test ventilator for analysis. The test ventilator powered up normally with no errors recorded in the diagnostic logs. All testing was performed successfully without any errors. The ventilator was put into normal ventilation mode for 48 hours. A review of the test ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. Although the field service engineer replaced the bd pcb, upon the part being returned and tested, there was no malfunction or product deficiency identified during the functional testing process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.